Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the message 'a key is being pressed' was displayed, indicating a possible issue with the keypad. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed keypad failure alarm. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a possible defective mainboard. The defective mainboard was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.